Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium results for one patient on an alinity c analyzer. The following data was provided (customer¿s reference range is 136-145 mmol/l): initial result was >200 mmol/l. The patient was redrawn, sample ID (B)(6), initial result was 168 mmol/l, repeated on another analyzer was 137 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated sodium results on an alinity c, serial number (B)(6). Through an extensive investigation, the fsr found the alnty c-series sample probe, list number 04s51-01, was damaged and needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.